Event description:
It was reported the insulin pump was not beeping. Troubleshooting was performed and the audible tone could not be heard.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.